Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump display was continuously "getting bright and then fading out". Reportedly, this issue was preventing the customer from interacting with the pump. Additionally, it was reported that a malfunction alarm occurred. The customer turned off the pump after the malfunction. The customer's blood glucose level was 237 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.